Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: from phone call on (B)(6) 2020 13:55:38: consumer returned my call, stated that the needle hub separates from the syringe and is stuck inside of the shield. Consumer mentioned that he runs low on syringes when they don't work so then he reuses. Consumer provided mailing address and product information. Issue involves 2 different lots, same product. Js lot #: 0153971, 0114495 catalog #: 328438 date of event: unknown samples: available - sending mail kit voicemail: consumer reported needle hub separated when removing the shield - 3/10 ml, 8 mm, 31g. 12-01-20: I returned consumer's call and left a voicemail for return call."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (4) loose 3/10cc syringes. Customer states that the needle hub separated. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0153971 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200899656] noted for out of spec shield pull. There was one (1) notification [200899210] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 0114495. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0153971, medical device expiration date: 2025-06-30, device manufacture date: 2020-06-01, medical device lot #: 0114495, medical device expiration date: 2025-04-30, device manufacture date: 2020-04-23. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: from phone call on 2020-12-04 13:55:38: consumer returned my call, stated that the needle hub separates from the syringe and is stuck inside of the shield. Consumer mentioned that he runs low on syringes when they don't work so then he reuses. Consumer provided mailing address and product information. Issue involves 2 different lots, same product. Js. Lot #: 0153971, 0114495 catalog #: 328438, date of event: unknown, samples: available - sending mail kit. Voicemail: consumer reported needle hub separated when removing the shield - 3/10 ml, 8 mm, 31g. 12-01-20: I returned consumer's call and left a voicemail for return call."